Manufacturer narrative:
Customer reports the fluoro failed during an unknown procedure. The field service engineer (fse) found that the customer was receiving a collimator error which after inspection, he was unable to clear. The fse replaced the collimator and performed collimator setup and calibration after replacement. The fse then verified proper operation according to service checklist (qssrwi4.1) and returned the unit to the customer for service.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports the fluoro failed during an unknown procedure. They were able to complete the procedure using rad shots. No reported injury.